Event description:
The customer reported that the infinity central station "stopped" on september 1st, 8:3pm. No details on the nature of the "stop" was provided. It was then restarted at 9:53 pm. There was no report of adverse patient impact or patient death.

Manufacturer narrative:
The investigation was started but is not yet concluded. We cannot exclude that the investigation alters the device or a sample of the batch concerned in a way which may affect any subsequent evaluation of the causes of the incident. We assume that such an analysis can begin 10 days following issuance of this initial report, unless the national competent authority contacts us within this time frame opposing an analysis which involves altering the device.

Manufacturer narrative:
Multiple attempts for information were made, and no additional information was provided. No root cause or patient impact could be determined. If additional information is made available, the complaint may be reopened.

Event description:
The customer reported that the infinity central station "stopped" on (B)(6), 8:3pm. No details on the nature of the "stop" was provided. It was then restarted at 9:53 pm. There was no report of adverse patient impact or patient death.